Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that intermittently, the pump wake button was not operating properly. The pump display came on when pump was plugged into a power source; however, the pump features were not consistently accessible. Customer continued to use pump for insulin therapy. Blood glucose was 250 mg/dl.